Event description:
The healthcare professional (hcp) of the home patient (hp) reported that the hp was overfilled with fluid after using the homechoice cycler for apd therapy. The hcp relates that the hp had been constipated, resulting in poor fluid drainage during apd therapy and repeated "low drain volume" alarms, which indicate fluid flow from the hp is less than 50ml/min and the hp has not drained out the minimum drain volume. The hp was unable to continue draining and discontinued therapy. According to the hcp, the hp's constipation was resolved and they returned to apd therapy the following night however, they continued to have drainage difficulties and again discontinued therapy prior to completioin. The hcp relates that the hp went to the dialysis center the following morning and manually drained 4000mls of fluid, which is 1600mls greater than the programmed fill volume of 2400mls. The hcp relates that there was no patient injury or medical intervention.